Event description:
It was reported to medtronic minimed that the customer changed the 3 infusion set with the reservoir. The customer reported a blood glucose value of 380 mg/dl. The customer reported hyperglycemia, hyperglycemia, vomiting, and hyperglycemia treated with hospitalization: overnight stay, manual injection/insulin pen, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1886. Customer reported high bgs. Customer has been using the insulin pump system within 48 hours of reported high bg event. Customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Removing 1905 harm code with treatment codes t003 and t009 removing the rfr's aa09 and ea17. Also, downgrading the case to non-reportable as the initial report was submitted in error. As per the case notes, there is no issue with the insulin pump.